Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received appears to be in good condition from the visual/cosmetic point of view. The DHR/coc has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested, and the unit stopped beeping when the dummy load was entered. The spinalpak was tested using battery burn-in-stand-alone test and checked clock lifetime. The results from the testing indicated no functional issues. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (18) total complaints from (jun 1, 2020) to (jun 1, 2021) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient stated that after about 8 hours of use, he has intense pain at the site of application. He spoke with the pa at the office and she had him discontinue use for the weekend and try again. He used it again for another 8 hours yesterday with the same experience. The pa wants him to discontinue use of the device and he is wondering how to go about sending it back so that he is not charged. The pain is deep below the skin right into the spine. The pain level starts at an 8 and goes to a 10. The pain starts within 8 hours of using the unit. It started on (B)(6) 2021 and the patient tried it again on (B)(6) 2021. The patient has increased his daily activities. The patient stated that his doctor told him to discontinue the use of the unit. No additional patient consequences have been reported. The spinal pak was returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated that after about 8 hours of use, he has intense pain at the site of application. He spoke with the pa at the office and she had him discontinue use for the weekend and try again. He used it again for another 8 hours yesterday with the same experience. The pa wants him to discontinue use of the device and he is wondering how to go about sending it back so that he is not charged. The pain is deep below the skin right into the spine. The pain level starts at an 8 and goes to a 10. The pain starts within 8 hours of using the unit. It started on (B)(6) 2021 and the patient tried it again on (B)(6) 2021. The patient has increased his daily activities. Serial # (B)(4). The patient stated that his doctor told him to discontinue the use of the unit.